Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient presented with a potential overcorrection observed while performing an auto-refraction post-operatively. The value was not clearly defined by the doctor but was noted to be lower. Due to patient¿s accommodation, the patient is able to see clearly without correction. The patient is expected to be happy with the result. Additional information was received. The patient did not have a complaint.